Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 25-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist confirmed that there was no issue with the pyxis system. The device did not malfunction. The delay was caused by a local issue. The system functioned as intended, and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, while restocking a narcotic in the anesthesia rooms, midazolam displayed that it would go into a negative inventory if pulled. The customer stated that when the medication was individually sent using the send option, there was sufficient quantity available to fill all rooms requiring the medication. The customer further reported that the machines were not communicating correctly with the c2 safe. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.